Event description:
The individual was participating in a licensed plasma donation program. The individual had participated, without incident, in a plasma collection program on three prior occasions. On 8/7/96, donor completed his routine screening to determine suitability for plasma donation. The routine screening includes a medical history, lab testing (including hematocrit and plasma total protein), and vital sign measurement (including weight, temp, blood pressure and pulse). The routine screeing found the donor acceptable for participation in the plasmapheresis program. A phlebotomy was performed on the donor and the plasma collection procedure was initiated utilizing the unit serial number 96h075. During the first return cycle, a tech observed abnormally dark colored blood in the donor line, indicating possible red cell hemolysis. The procedure was immediately discontinued. A urine sample was requested from the donor. The donor was unable to void. After a short period of time the donor produced a few drops of urine which appeared abnormally dark. The donor denied any physical complaints. The donor was transported to the hosp for further evaluation and treatment. The donor was admitted for observation and add'l testing. The donor was discharged from the hosp on 8/8/96. No hosp discharge summary could be obtained. The instrument used (serial #96h075) was installed, as new, on the morning of 8/7/96 by co's engineer. The instrument met all operational specs prior to utilization. The instrument was used by a number of donors prior to donor. Co's rep verified the possible hemolysis and observed the donor valve occluding the blood line. The instrument was removed from svc. An attempt to recover the procedure data from the instrument memory was unsuccessful. The rep performed a diagnostics check on the instrument which confirmed a donor valve failure. When the original donor valve was placed on the instrument, the problem could not be duplicated. The instrument was returned to co for further evaluation on 8/9/96.